Manufacturer narrative:
Other relevant history: there is no relevant history. UDI #: based on the lot number the UDI requirement does not yet apply. Additionally, we do not use product serialization. Implant date, explant date: the device is not implanted; therefore, implant/explant dates are not applicable. Name and address of reprocessor: reprocessor does not apply. Concomitant medical products: no known concomitant medical products and therapy dates. For use by user facility/importer: not applicable, as we are filing this report as the device manufacturer.

Event description:
The tip of a curette broke during non-surgical periodontal therapy. It was being used with normal stroke in the 16-17 interdental area. An x-ray suggested it was stuck in an angular defect and then broke.